Manufacturer narrative:
H.6. Investigation: since no batch number, samples, or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR could not be performed due to the unknown lot#. The complaint could not be confirmed and a root cause could not be confirmed. H3 other text : see h.10.

Event description:
It has been reported that one cathena 22gx1.00in straight bc has been found experiencing leakage during use. The following has been provided by the initial reporter: following successful insertion blood was observed seeping out through holes in coloured part of cannula hub.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one cathena 22gx1.00in straight bc has been found experiencing leakage during use. The following has been provided by the initial reporter: following successful insertion blood was observed seeping out through holes in coloured part of cannula hub.